Event description:
It was reported that the nurse connected the patient to a 20-hour chemotherapy. The chemotherapy ended after 13 hours. The patient were connected to to pumps in parallel. They used the medley pump with 2 infusion channels. The nurse declares that she continued to use the same pump several times after the incident and did not report similar incidents in the same pump. There was no harm to the patient.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311). Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the nurse connected the patient to a 20-hour chemotherapy. The chemotherapy ended after 13 hours. The patient were connected to pumps in parallel. They used the medley pump with 2 infusion channels. The nurse declares that she continued to use the same pump several times after the incident and did not report similar incidents in the same pump. There was no harm to the patient.